Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the fenestrated bipolar forceps associated with this complaint and evaluation of the instrument has not been performed. If additional information becomes available at a later date, this report will be updated.

Event description:
It was reported that during a da vinci hysterectomy procedure, the tip of the fenestrated bipolar forceps broke off and fell inside the patient. The surgeon was able to retrieve the fragments from the patient laparoscopically. The surgeon believes grasping too tightly may have likely caused the tip of the instrument to break. An x-ray was not performed because the surgeon was certain that all fragment were retrieved. The procedure was completed and there was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint and completed its investigation. Failure analysis confirmed the reported event. During visual inspection, the instrument was found to have a broken grip at the distal clevis on the grip base. A piece approximately 0.659 in length was found to be broken off the yaw pulley. No damage was found on the cable or wire. Device history record (DHR) review-device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user mishandling/misuse and not due to a malfunction of the instrument.